Manufacturer narrative:
B3 - date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3186, UDI:(B)(4) , serial: (B)(6), batch: a000121345.

Event description:
It was reported that one of the leads was exhibiting high impedances on all contacts. Additionally, the patient's ipg was triggering the end-of-life message on their programmer. As such surgical intervention took place where the ipg and lead were replaced and reportedly therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.